Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. Subsequently, customer's blood glucose level was "high", however, a specific bg value was not provided. The customer performed a cartridge change to resolve the issue.